Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Per customer statement: "the lot number of the catheter is either 4051810 or 4051140. Sorry I didn't think to save the packaging. I had to go by the drawer I took it from." Both will be investigated but the batch # is unknown.

Event description:
It was reported that bd insyte autog bc. The following information was provided by the initial reporter: IV fluid leaking at connection of extension tubing to 22g IV catheter. Extension tubing changed and it continued to leak. IV was dcd. I did try flushing just the IV catheter that was removed from the pt and it did not leak. A new IV was started with a 24g catheter and there was no issue. The lot number of the catheter is either 4051810 or 4051140. Sorry I didn't think to save the packaging. I had to go by the drawer I took it from. 11 october 2024: 1. Kindly provide the date of event. 7/25/24. 2. Kindly confirm any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? We did not save the device or packaging. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None.